Event description:
Same case as MDR ID 2134265-2014-05288. (B)(4). It was reported that deployment issue and thrombosis occurred. In (B)(6) 2013, the patient underwent a percutaneous coronary intervention (pci) to the left anterior descending (lad) artery using a 3 x 60 mm promus element plus drug eluting stent. In addition, the proximal left circumflex (lcx) was also treated with placement of 2.5 x 20 and 2.75 x 8 mm promus element plus drug eluting stents and a 3 x 23 mm non bsc stent. Coronary arteriogram was performed and revealed mid-segment filling defect in lcx, which appeared to be consistent with thrombus. However, intravascular ultrasound (ivus) revealed no visible thrombus, but few areas in the stented segment which require a better apposition. The thrombus in the mid segment was then treated with half dose of abciximab with slow bolus push and post dilatation using a 3.5 x 15 mm apex balloon. Repeat coronary angiogram revealed complete expansion of stented segment and no evidence of residual thrombus.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05288 and 2134265-2015-07132. It was further reported that in (B)(6) 2014, the patient presented with complaints of chest pain with positive nuclear stress test and the patient was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization. The stenosis in the obtuse marginal (om) artery was treated with balloon angioplasty using a 2.5 x 12mm quantum apex balloon. Also, the 80% in-stent restenosis of the circumflex artery was treated with pre-dilatation, placement of a 3.00 x 38mm taxus ion stent and post-dilatation using quantum apex balloon. Following the placement of the stent, there appeared to be "stent bias crinkling" in the distal portion of the circumflex coronary artery post the stented segment. Subsequently, the wire was removed from the stented segment and a repeat angiogram was performed, which showed exactly the result expected with wire biasing now removed. The patient received 150 mcg verapamil, 150 mcg nitroglycerin, and the guide wires were then removed from the arterial segment. The residual stenosis was noted to be 10% with a thrombolysis in myocardial infarction (timi) flow of 3.